Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the nano system. Reference medwatch report with patient identifier (B)(6) for the aviva system. Device received in a condition which made analysis impossible. Unable to test because strips had expired.

Manufacturer narrative:
This medwatch report is for the nano system. Reference medwatch report with patient identifier (B)(6) for the aviva system.

Event description:
Customer reportedly received the following results on 2 different meters within 1 minute: 164 mg/dl (aviva system) and 71 mg/dl (nano system). No actions taken based on device results. No adverse event due to the device reported. The alleged product was replaced and requested for evaluation.